Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 588 mg/dl with trace ketones. A correction bolus was delivered via the pump and bg level lowered to 507 mg/dl. As bg level did not lower as expected, a manual injection was also delivered. Pump system check performed with tandem technical support indicated that pump was operating as expected. A recommendation was made for the customer to discuss elevated bg levels with their healthcare provider.